Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the biomedical engineer that when the external pulse generator (epg) was powered on the "self test" error message was seen per the staff. Another epg was used. The caller stated that after the battery was removed, the error cleared. The epg powered on "normally" after several power on cycles. The epg will be placed back in service. No patient complications have been reported as a result of this event.

Event description:
It was reported by the biomedical engineer that when the external pulse generator (epg) was powered on the "self test" error message was seen per the staff. Another epg was used. The caller stated that after the battery was removed, the error cleared. The epg powered on "normally" after several power on cycles. The epg will be placed back in service. No patient complications have been reported as a result of this event.